Event description:
The dealer stated that the x-brace is missing a bolt, and the foot plate is missing an attachment screw. The caster housing hardware allegedly came off, causing the end user to fall out of the chair. The end user fell against the refrigerator and broke his right collar bone.

Manufacturer narrative:
It appears that the wheelchair involved in this incident is being returned to sunrise medical (us) llc. If and when the chair is received, our internal failure investigator will complete the investigation and f/u report will be filed with the results.